Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: new information received determined event is a duplicate. Reference manufacturing report 3004209178-2016-22993. If any additional information is received, it will be reported in 3004209178-2016-22993. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) for a clinical study, via a manufacturing representative, reported the lead was capped with another lead implanted on (B)(6) 2016. It was noted that it was ¿not related to event 106 yet,¿ but the meaning of this statement remained unknown. Indications for use included urinary dysfunction and gastrointestinal/pelvic floor.